Manufacturer narrative:
No conclusion code available. The reported output anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and an anomalous output transistor was noted. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in ER after receiving 22 shocks for vt/vf. Patient was picked up by an ambulance and externally cardioverted. The device showed an alert for possible hv circuit damage. The device was explanted and replaced. Patient was in stable condition and responsive at the time of device check.